Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering conducted performance testing and found that the instrument was able to cut per specification. No damage to the blades was observed and electrical continuity passed. The customer reported failure mode cannot be confirmed. Engineering also observed the main tube has 2 inch long section of wearing on one side of the tube. The section is located 3.35 inches above the tube extension and a minimal amount of material has been removed. Based on the location and appearance, the damage may have been caused by a cannula accessory. Additional investigation is underway regarding the cannula accessories. No other damage was found. A follow-up MDR will be submitted if additional info is rec'd.

Event description:
It was reported the monopolar curved scissors instrument was dull. No additional info was provided. No pt harm, adverse outcome or injury was reported.